Manufacturer narrative:
This report is submitted on december 12, 2018.

Event description:
Per the clinic, the device was explanted (date not reported), subsequent to the patient experiencing excessive granulation tissue at the incision site.